Event description:
The customer contacted spacelabs healthcare to request depot repair for a xhibit central station (xcs) that was randomly shutting down on its own. There was no report of patient or user harm associated with the event. A return authorization was generated for the customer to return the unit, however, the customer later called back and cancelled the service request. The customer reported that they had cleaned out the unit, it no longer experienced the unexpected shut downs and that a repair was no longer needed.